Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that out of box, there was a broken reservoir manifold on the fx 25. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 27, 2018. The returned sample was visually inspected upon receipt. It was found that two of the non-vented yellow caps on the sampling manifold were broken. The stem of each cap still remained within the luer port. A retention sample from the same product code and lot number combination was visually inspected and found to have no damages or anomalies, specifically with the caps on the sampling manifold. All reservoirs are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the caps on the reservoir. It is likely that the caps were damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.